Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: touch panel remains dark after switching on the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event the processor switching on and off intermittently was cause due to defective printed circuit board. The most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had the processor switching on and off intermittently. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure while the patient was under sedation. There were no reports of patient harm.